Event description:
It was reported that the deep brain stimulation (dbs) patient developed a moderate infection. The patient was admitted to the hospital where he remained for a prolonged period of time and underwent an implantable pulse generator (ipg) explant procedure where the ipg was removed. The reported event has resolved. The physician assessed the event as having had a possible relationship to the device and not procedure related.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a moderate infection. The patient was admitted to the hospital where he remained for a prolonged period of time and underwent an implantable pulse generator (ipg) explant procedure where the ipg was removed. The reported event has resolved. The physician assessed the event as having had a possible relationship to the device and not procedure related. Additional information was received that cultures were taken which revaluated that the patient had a moderate staphylococcus epidermidis infection at their pocket site. The patient was treated with antibiotics and a new ipg was implanted.

Manufacturer narrative:
Correction to the initial MDR in block: b1.